Event description:
While connecting the resident to the lift to transfer from the chair to the bed, the aide connected the upper clips then tilted the ppp to connect the lower clips when they heard a loud pop and the bar came down on the resident's arm causing a skin tear. Reference manufacturer report number 9611530-2013-00128.